Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and observed the footswitch port was damaged. A functional evaluation revealed the footswitch port could not be tested due to damage. The complaint was confirmed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include excessive force, misalignment, or twisting of the connector during connection/disconnection to the control unit receptacle.

Manufacturer narrative:
Internal complaint reference (B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that the dii controller had an unspecified failure. It is unknown whether there was a back up available or delay in the case and if the event happened during surgery. No patient injuries were reported. Preliminary results of investigation observed the footswitch port was damaged and a functional evaluation revealed the footswitch port could not be tested due to damage which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.